Event description:
Elegance study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, mid superficial femoral artery and distal superficial femoral artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 200 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed using 4 mm x 40 mm non-boston scientific device, laser atherectomy was performed using non-boston scientific laser device and balloon dilation was performed with non-boston scientific pta balloon of 3 mm x 120 mm. Treatment of target lesion was performed by dilation with study device, ranger drug coated balloon of 5.0 mm x 200 mm. Post target lesion treatment, post dilation was performed with 5 mm x 60 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 49%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted due to study device 5 mm x 200 mm ranger drug coated balloon. In response to the event, repeated balloon dilations were performed and post treatment, the final residual stenosis was noted to be 49%. On the same day, the event was considered resolved and on the same day, subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier- (B)(6). Patient age at the time of enrollment- 79 years.